Event description:
It was reported that during an embolization procedure, a coil detached prematurely. The anatomical location of the procedure is the gastric duodenal artery. The physician realized the interlocking detachable doils, size 5mm x 15mm, was too long and would not coil the location properly. When the catheter and coil were withdrawn from the patient, the coil was deployed partially out of the catheter. The procedure was completed with a 0.018 coil. No patient injuries or complications were reported. The patient status is reported as stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).